Event description:
Clinical study. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The index procedure treated an ostial lesion in the ramus for in-stent restenosis. The lesion was 3.25mm wide, 10mm long, and 95% stenosed. The physician predilated the lesion prior to placing a 3.0x16mm taxus express2 stent. The stent overlapped by 8mm with another MFR's drug eluting stent. Post dilatation stenosis was 0%. The pt rec'd aspirin and plavix during the procedure. The pt was discharged one day later on aspirin and plavix. On day 481, the pt underwent coronary artery bypass grafting (CABG) to the ramus.in stent restenosis was not present. The pt was discharged 8 days later. In the opinion of the physician, there is an unk relationship between the taxus stent and the tvr.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The mfg records for top assembly batch 7006121 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.